Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir locked in place due to reservoir does not stay tube lip broken off. Unable to perform displacement test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level 10.6 mmol/l. It was reported that the where the reservoir was inserted has cracked and the rubber gasket has come out. It was stated that they had received no delivery and then noticed the damage. They had replaced the vial and a piece fell out. The troubleshooting was performed for damage. The customer was advised the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.